Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pacemaker dependent patient presented in clinic for routine follow-up. Upon device interrogation, multiple episodes of high ventricular rates and ventricular noise reversion had been recorded in the device memory. Review of the electrograms revealed noise on the right ventricular lead resulting in inhibition. No symptoms or complaints were associated with the event. The lead was capped and replaced on (B)(6) 2016. The procedure was completed without any complications and the patient was discharged from the hospital.